Event description:
It was reported that a 3 lead extension set experienced no flow. It was reported that the nurse attempted to straighten the line and the patient¿s arm, however flow was not restored. The nurse attempted to flush the line, but was also unsuccessful. It was unknown if there was patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced hypoglycemia as a result of this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Exact age of patient is unknown, however the patient was reported to be (B)(6). A peripheral line was started and the patient was given a bolus of 10% dextrose as treatment for the event. The patient recovered from this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If the sample becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.